Manufacturer narrative:
No prod will be returned for eval.

Event description:
The pt stated that her blood glucose was elevated to 491 mg/dl while at the doctor's office in 2007. She stated that her normal blood glucose is around 150mg/dl. She stated she felt "clammy", had chest pains, and had felt sick to her stomach since the morning. The nurse at the doctor's office called the paramedics and administered a 1 unit injection of insulin to the pt. The pt arrived at the hospital at approx 4:30pm, and she stated she did not receive any further treatment for her blood glucose. She stated that she would be at the hospital through the weekend to be monitored and for heart tests. Further attempts to follow up with the pt were unsuccessful. No prod will be returned for eval.